Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately days after the replacement procedure that happened on (B)(6) 2024.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended resulting in not getting an adequate stimulation. It was noted that the ipg was shut off or stopped working following a previous ipg replacement (MFR# 3006630150-2024-03553). The patient underwent an ipg replacement procedure and the patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the initial aware date should have been 24may2024.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended resulting in not getting an adequate stimulation. It was noted that the ipg was shut off or stopped working following a previous ipg replacement (MFR#3006630150-2024-03553). The patient underwent an ipg replacement procedure and the patient was doing well postoperatively.